Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned for disposal. There were no allegations against this pg's functionality or longevity. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted scratches on the case, all seal plugs were intact, all setscrews operated normally, and an x-ray inspection noted the plasma fuse was damaged. A review of device memory revealed this ICD entered safety core after firing a shock into a shorted lead and 3 oscillator mismatch faults. The faults occurred prior to explant.